Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test and blank display. Customer's blood glucose at time of incident was 249 mg/dl. Customer was explained the failed battery test alarm and it causes. Customer was advised to insert new aaa alkaline battery and received blank display. Customer was advised to remove battery for 10 minutes and clean battery cap contact. Customer was advised to insert new aaa alkaline battery and display did not return. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. However, the insulin pump was received with corroded battery tube. The insulin pump was monitored and no blank display anomalies or failed battery test noted. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. However, we were unable to prime during prime test due to faulty force sensor resistor. The insulin pump was received with cracked case at display window corners and belt clip slot. The insulin pump was received with broken reservoir tube lip and minor scratches on lcd window.